Event description:
Additional information was received that there was no diagnostic imaging performed and that the lead was twisted/bent.

Event description:
During an unrelated device exchanged procedure, noise was detected on the right ventricular (rv) lead. No damage or anomalies were observed during fluoroscopy. No intervention is planned at this time. The patient was stable and will continue to be monitored.